Event description:
The customer contacted baxter's service center regarding air in the patient line, which occurred on the homechoice (hc) during fill 1. The caregiver (cg) stated that the hc was in fill 1 and that there was a bunch of air in the patient line. There were no the alarms that were recorded. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a air in tubing (without alarm) was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated the home patient (hp) contacted them regarding the air. The rn stated the hp believed the air was caused by a defective cassette; however, the hp would have disposed of the cassette and would not know of the lot number. The rn stated the hp has had no injury or medical incident as a result of this incident.